Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while doing preventative maintenance on the inserter, it was found to be broken. There was no known impact or consequences to the patient. It was reported that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d5; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified nicks and gouges are noted to the handles, shaft, and tips from previous uses. All three black handles were confirmed to be cracked. Both returned femoral inserters with mod fork were returned without the mod fork attachment. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. The complaint is confirmed based on the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.